Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, left ventricle perforation occurred that was caused by an ampltatz super stiff wire and a pericardiocentesis was performed. A blood transfusion was given. There was a pericardial window was performed. One day following, the patient re-bled and expired. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).